Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon first inflation at 6 atmosphere for 10 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.